Event description:
It was reported that the customer's insulin pump had a frozen display. The blood glucose reading was 240mg/dl. Troubleshooting was performed, and the buttons were unresponsive. Instructed the caller to remove the battery for five minutes and to insert a new battery, but the frozen display continued and the time clock was not advancing. Advised the spouse to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with intermittent button press due to flattened dome switch on the down arrow button. The insulin pump was tested with a test keypad and no frozen screen noted.